Event description:
It was reported that a transcatheter aortic valve was used and an infold was reported. Subsequently the valve was replaced. No patient complications have been reported as a result of this event. Additional information was received that the infold was observed during the first deployment. The valve was recaptured twice due to severe under-expansion despite good pre-implant balloon dilation. A procedural delay occurred as a result of the infold due to having to mount a new valve. Per the physician, the patient's severe annular calcification contributed to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received enclosed in a return kit in its original jar fully submerged in a unknow clear solution. The valve exhibited discoloration consistent with blood contact. All leaflets showed no signs of leaflet damage. Leaflets 1 and 3 were in the closed position, while leaflet 2 appeared open. All commissures appeared intact. A bent strut was observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. Due to the condition in which the device was received, a deployment simulation could not be performed to evaluate the reported event. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was used and an infold was reported. Subsequently the valve was replaced. No patient complications have been reported as a result of this event.